Event description:
A report was received that the patient's ipg was protruding through the pocket site. The ipg and the leads were visible from outside the pocket area.

Event description:
A report was received that the patient's ipg was protruding through the pocket site. The ipg and the leads were visible from outside the pocket area.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
Additional information was received that no further course of action will be taken. A good faith effort was performed to contact the patient with no success. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.